Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomed. The biomed was not onsite so the rse recommended that the nurses replace the telemetry box with an expectation that this activity would refresh the connection. The issue may lie with the alarm reflector. The biomed expected to go onsite within a few days to further investigate the issue. The rse performed a good faith effort to learn more about the issue, however the biomed did not respond. The reported problem was not confirmed. The resolution for this issue is unknown. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that spo2 is not alarming at the overview station. The device was in clinical use at the time of the event. There was no adverse event reported.